Event description:
Account alleged that the brakes will not hold.

Manufacturer narrative:
Technician found that the brake cable needs adjusting and the brake bearings need to be replaced. Technician replaced the brake bearings and tightened the brake linkage to resolve the issue.